Event description:
It was reported that "the image on the operating room team interface (orti) flickered and then became frozen". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, it was reported that the image on the operating room team interface (orti) flickered and then became frozen., could be confirmed. The root cause is determined to a blown ic on the motherboard, located on u50. This was due to a component failure. The defect leads to not recognizing the connected camera head. When the ic blows, an interrupted image appears and consequently the image fails. This is corresponding to the customers failure description "image flickering and froze". The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).